Event description:
Dentist contacted ami and stated that the socket came out of the lower appliance. It is unk when this occurred. There was no harm to the pt.

Manufacturer narrative:
(B)(4). Ami has repaired the appliance and replaced the lower tray.